Event description:
Pt states medtronic has helped and determined the paddle and the controller were issues and sent equipment and now working fine. Pt states he met with medtronic rep back on march 14 who did reprogramming and now seems to be working better.

Manufacturer narrative:
Continuation of d10: product ID: 97745. Serial# unknown, product type: programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated their system had died and clarified they kept getting an rm05 right away when they tried to start charging. Pt said in the past if they got an error message they would reset and that would resolve the message, but today they had gotten the rm05 3 times in a row, after resetting each time. Pt mentioned they turned stim off last night at 60%, then went to turn stim on to charge today but the battery was dead. Pt said over the course of months they had to have the recharger (rtm) and controller replaced and since those replacements, their charging had been very easy and fast until the issues today. Pt also mentioned that they'd gotten into a habit of checking recharging a couple minutes after they start because sometimes they'd be on excellent, but when they checked, charging had stopped so they'd start again. When asked event date, pt didn't give an estimated timeframe (asked, unknown) but said that happened with old controller and current controller. Pt checked for damage to recharger (rtm) and controller (didn't see any), reset controller, and cleaned connections. Pt started a recharge session and was able to start recharging on excellent without seeing rm05. After a couple minutes, pt saw finished, but hit recharge and was able to start recharging on excellent again. Pt continued charging without seeing rm05 for the rest of the call. The troubleshooting steps that were taken on the call resolved the issue. Patient services (pss) reviewed rm05 info and troubleshooting with pt and reviewed to monitor recharging and call back should issue happen again.  Pss sent new doctor to prs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.